Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 627295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"), menorrhagia ("severe bleeding during menstrual cycles/ abnormal bleeding (menorrhagia) ") and abdominal pain upper ("stomach pain near ovaries area"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, abdominal pain upper and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results: it was reported that on (B)(6) 2013, she had insertion detail which shows bilateral tubal occlusion reversal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. 627295) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 6, gestational diabetes and chlamydial infection. Previously administered products included for an unreported indication: albuterol, singuiliar and ferrous sulfate. Concurrent conditions included asthma. Concomitant products included montelukast (singulair) and salbutamol (albuterol). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, 4 years 9 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"), menorrhagia ("severe bleeding during menstrual cycles/ abnormal bleeding (menorrhagia) ") and abdominal pain upper ("stomach pain near ovaries area"). The patient was treated with surgery (removal of essure removals) and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, abdominal pain upper and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, device expulsion, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: it was reported that on (B)(6) 2013, she had insertion detail which shows bilateral tubal occlusion reversal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received. Patient¿s demographic information, other relevant history, event: migration of essure device location of device: uterus was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 627295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"), menorrhagia ("severe bleeding during menstrual cycles/ abnormal bleeding (menorrhagia) ") and abdominal pain upper ("stomach pain near ovaries area"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, abdominal pain upper and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results: it was reported that on (B)(6) 2013, she had insertion detail which shows bilateral tubal occlusion reversal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Laboratory data added. Added suspect drug inaction and lot number. Added events abnormal bleeding (vaginal), dysmenorrhea (cramping), fatigue, hair loss, nausea. Updated event onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and menorrhagia ("severe bleeding during menstrual cycles"). The patient underwent a surgery to remove the essure implant on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.